Event description:
It was reported that the patient underwent a lumbar fusion surgery at l5-s1 using rhbmp-2/acs. It was reported that the patient followed up with her surgeons as instructed, complaining of continued back pain and right leg pain at each visit. Postoperative workup included a myelogram that showed foraminal spinal stenosis due to heterotropic bone formation.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4) (revision surgery); (B)(4) (leg pain); (B)(4) (persisting back pain); (B)(4) (pseudoarthrosis). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on (B)(6) 2009, patient underwent following procedure: right-sided transforaminal posterior interbody fusion l5-s1, pedicle instrumentation bilateral l5, s1, transverse process posterior fusion l5-s1 cage, cage instrumentation l5-s1, intra operative fluoroscopy. Pre-op and post-op diagnosis: herniated nucleus pulposus l5-s1, radiculopathy right l5-s1, myelopathy lumbar spine, scoliosis lumbar spine, gait disturbance, lumbar spine spinal curve, lumbar spine degenerative disc and joint disease l5-s1. As per op notes: ".. Then decortication of the endplates and resection of all the disc material at the l5-s1 level was achieved. This was then irrigated copiously with normal saline and the anterior aspect of the disc space was filled with bone morphogenic protein (bmp) and cancellous autologous bone locally harvested and allograft. This was followed by a peek implant measuring 14 x 26mm in the intradiscal space and horizontally positioned and tamped anteriorly.. The patient tolerated the procedure well.." On (B)(6) 2010, patient underwent following procedure: hardware removal, exploration of fusion of l5-s1; posterior lateral spinal fusion l5-s1; pedicle screw instrumentation l5-s1; right iliac crest bone graft pre-op and post-op diagnosis: pseudoarthrosis l5-s1 with foraminal stenosis, status post prior minimally invasive transforaminal lumbar interbody fusion(tlif). Indication: patient is ten months post tlif at l5-s1. She's had persistent back pain and leg pain. Workup revealed non-union at l5-s1 along with foraminal stenosis due to some heterotropic bone formation.